Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited picture not lining up in screen. The issue occurred during inspection for use before the patient room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on the cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the event reported is caused by a faulty charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.